Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer reverted to an alternate method of insulin therapy and would reach out to their hcp to obtain additional backup method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.